Manufacturer narrative:
Patient information was requested from the customer, but the customer did not provide.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc failed. The customer reported the unit was in use on patient, but there was no patient harm reported.